Event description:
It was reported that programming recommendations were requested on this implantable cardioverter defibrillator (ICD) for the right atrial (ra) lead. Technical services (ts) was consulted and advised the presenting electrogram (egm) showed farfield oversensing (ffos) of ventricular signals on the atrial channel with no pacing inhibition observed. Ts provided troubleshooting and device optimization recommendations. The device and lead remain in service. No adverse patient effects were reported.